Manufacturer narrative:
Device is for treatment, not diagnosis.

Manufacturer narrative:
(B)(4)

Event description:
During a c5-c6 acdf procedure for cervical radiculopathy, surgery tried to insert 4 different 3.0mm cervical locking screws into the 3rd screw hole of the plate. The screws would not interface with the plate. The 1st screw ((B)(4)) would not go into the plate hole and kept spinning. Surgeon thought screw was too long and was not connecting to the plate. A 2nd screw ((B)(4)) - shorter in length was inserted and also kept spinning. Surgeon felt the need to re-drill with a 14mm drill bit and tried to seat a 3rd screw ((B)(4)). Again the screw was thought to be too long and a 4th screw ((B)(4)) was tried and would not seat. Surgeon determined that the left top lateral 3rd screw hole of the plate was stripped. The 3rd screw hole was left empty without a screw. The existing plate was not removed. Surgeon felt the other 3 screws were seated successfully and locked into the plate. The procedure took an additional 15 minutes to complete.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. Product was not returned for evaluation.